Manufacturer narrative:
Submit date: 04/07/2014. Investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer sent in this unit for a preventative maintenance repair. Upon inspection, the power cord show burn marks on the fuse and plug.